Manufacturer narrative:
Although the evaluation of the submitted system controller log file confirmed the report of high flow events, which corresponded with elevations in pump power, a specific cause for the events could not be conclusively determined through this evaluation. In addition, a direct correlation with the left ventricular assist system (lvas) could not be conclusively established. The submitted system controller log file contains data from (B)(6) 2017 10:44:38 am through (B)(6) 2017 11:18:03 am. Power appeared to fluctuate throughout the log file between values up to 8.8 w and as low as 4.0 w. Correspondingly, estimated flow appeared to fluctuate throughout the log file between values up to 12.0 lpm and as low as 3.7 lpm. Average pi ranged between 3.8 and 7.1. Despite the observed parameter fluctuations, the pump appeared to have operated as intended above the low speed limit with no atypical alarms throughout the duration of the log file. Thrombus and hemolysis are listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device - 10 months and 19 days. The patient remains on lvad support with no further issues reported. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that device interrogation revealed elevated estimated flow. Log file analysis completed by the manufacturer¿s technical services representative confirmed the elevated estimated flows. The trajectories were consistent with device thrombosis. (B)(6) on 2017, the vad coordinator stated that the patient felt fine and was not admitted to the hospital due to the event. The patient¿s lactate dehydrogenase (ldh) was 329 u/l on (B)(6) 2017 and their inr was between 1.5-2.0 for the last three weeks. The patient was started on 75 mg of oral persantine and was discharged. No additional information was provided.